Manufacturer narrative:
Product complaint: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the pinnacle cup at the bone to implant interface. The cup migrated thru the medial wall. Prior xrays were not available so it is unknown if the cup migrated to that position or it was put there. A significant amount of "metal disease" was also noted in the joint from the metal on metal construct, but the surgeon said that the metallic debris could be from the trunnion of the femur hitting the cup.